Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by weakness and vomiting. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The same month of onset, the patient began treatment with an injection of vancomycin (1 gram, one exchange) for peritonitis. Two days after onset, the patient began treatment with an injection of meropenem (500 mg, 3 exchanges per day) for peritonitis. Antibiotics treatment will continue for fourteen days. The patient recovered from the event and the action taken with therapies was not reported. No additional information is available.